Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform any tests due to buttons unresponsive. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Event description:
The insulin pump was returned without communication or details from the customer.